Event description:
Smoke generation was given as the reason for repair. On follow up it was reported that serious smoke was generated and the operating room was full of smoke. It was reported to have normal lubricant drip rate.